Event description:
Caller reported a cgm error 42 but did not attempt to reset the pump within the last 24 hours. This error had occurred multiple times on the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, ensuring the customer had a backup therapy using multiple daily injections (mdi) to maintain insulin delivery. Technical support provided instructions for returning the faulty pump and confirmed the shipping address for the replacement, with the customer acknowledging the process and agreeing to return the pump within 10 days.